Manufacturer narrative:
(B)(4). Title comparison of absorbable versus nonabsorbable tackers in terms of long-term outcomes, chronic pain, and quality of life after laparoscopic incisional hernia repair: a randomized study source surg laparosc endosc percutan tech, volume 26, december 2016 (728-735). Article number: 6. Date of publication: 2 october 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, ninety patients admitted for laparoscopic incisional and ventral hernia repair (livhr) were randomized into 2 groups: nonabsorbable tacker fixation (nat group, 45 patients) and absorbable tacker fixation (at group, 45 patients). The tacking device was used in the nat group. Of the 45 patients,34 patients had incisional hernia and 11 had primary ventral hernia and all patients received laparoscopic hernia repair. One patient received a mesh but the postoperative complications were aggregated with other mesh types. Patients in the nat group had the following complications: (1 patient) sub acute intestinal obstruction, (2 patients) chronic pain, (1 patient) localized persistent pain, (7 patients) seroma at 7 day follow up, and (3 patients) seroma at 30 day follow.